Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned in two pieces; one severed 8 centimeters (cm) from the is-1 terminal pin and the other severed approximately 44 cm from the tip. The extraction stylet was still inserted in the tip lead body. Set screw marks were noted on the terminal pin on the is-1 indicating the lead was properly inserted into the header of the device. The returned segments passed resistance testing which confirmed they were electrically continuous. Both sections also passed hipot testing. Overall, analysis was unable to confirm the allegations made against this lead in the field.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was oversensing noise which caused pacing inhibition. There was no asystole of greater than two seconds noted. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.